Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self-test. No audio anomaly during testing. Hardware low level failure alert alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. The insulin pump will be returned for analysis.